Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a hawkone m atherectomy device was used during treatment of a fibrous lesion in the patients mid/distal right popliteal artery. The target lesion was described as 70% stenosis with a 120mm length in a 5mm vessel and minimal tortuosity. A 65cm 6fr non-medtronic sheath and a 300cm .014 non-medtronic guidewire were used. The device was advanced through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that while in use the cutter driver thumbswitch stopped functioning and a mechanical jam occurred. The cutter was reported to have crashed with the cutter positioned outside the housing, including during device removal from the patient. The thumbswitch was able to be turned off, and the device was safely removed from the patient. No deformation was noted to the cutter. The vessel was post-dilated with a 5x150mm inpact drug-coated balloon, and the procedure was completed using a new hawkone m atherectomy device. No patient complications have been reported as a result of this event.